Manufacturer narrative:
The part number 80-0760 t15 stick fit hexalobe driver was returned for evaluation. The tip fragments were also returned, the returned part was examined with magnified photography. Observed phenomena included: the tip of the driver was broken; the part has separated into multiple fragments including the body and fragment(s) of the tip. The main body's drive interface terminated with a complex fracture setup consisting of multiple fracture surfaces, with the majority of fracture surfaces being oblique angled and therefore not perpendicular to the device's axis. The tipmost fracture plane appeared to be perpendicular to the device axis, but the complexity of the fracture region would not suggest a simple failure mode. The regions adjacent to edges of the fracture surfaces exhibited no stretching or necking (i.e. No ductility). Surfaces appeared largely smooth with sporadic texturing and occasional sharp edges; there were no instances or regular occurrences of progression/beach/seashell marks on the fracture surfaces(i.e no signs of fatigue). There was light brown discoloration (i.e. Rust, corrosion) on fracture faces. The event description included relatively few details about the nature of the field incident resulting in breakage beyond that, during the course of a polarus 3 case, when the surgeon "tried to insert a distal screw, the drive tip broke." Overall, the observed driver damage does not suggest a ductile failure mode, nor failure from fatigue. The observed phenomena suggests a brittle failure mode; brittle failure may occur when unusually large torques are applied to devices. The returned part exhibited multiple oblique angled fracture planes, or off-axis bends of nominally straight features, which may suggest that the device could have failed in a brittle manner during torsion with a potential additional off-axis loading component. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.. Corrected data: type of investigation code (annex b), updated to 10 and 3331. Investigation findings code (annex c), updated to 3243. Investigation conclusion code (annex d) updated to 4315.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found for t15 stick fit hexalobe driver (part number 80-0760, lot number 497350). The results of the investigation are inconclusive as the device was not received for evaluation. Based on the information received, the root cause could not be determined.

Event description:
It was reported during a surgery, the surgeon used a polarus 3 4.3mm screw, but when the surgeon used the polarus 3 locking nail and tried to insert a distal screw, the drive tip broke. The broken pieces were retrieved, and the surgery was completed with no delay. There were no adverse patient consequences reported. This report is related to report number (B)(4) for the screw involved in this event.